Event description:
It was reported that the 2600 system locked up during a case. The procedure was completed without fluoro. The ureteroscope was used and the case was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.